Manufacturer narrative:
Investigation results: an eval of the returned unit confirmed the reported problem and found that the pump would not hold pressure related to a weak vacuum motor and rotor failure. Further eval found the unit overdue for preventive maintenance; no repair history found with a manufacture date of april 2006.

Event description:
The customer reported that during use of this pump to perform a right shoulder arthroscopic procedure, the pump kept dropping the pressure to zero. In an attempt to get the pump to operate, the staff turned the pump pressure to the high setting, but continued to have problems with the device function. An alternate pump was obtained at which time, the user noted the pt's shoulder was firm and swollen. The customer reported that the surgeon converted to an open procedure to complete the surgery, and this required an additional 90 minutes of surgical time. Upon completion of the surgery, the pt was transferred to the recovery room, and discharged home later that day without further treatment.